Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. No different resistance than usual were found advancing the delivery system through the esheath plus. During the alignment phase in the descending aorta, a deformation with protrusion towards the outside of the stent of the valve was observed in the angiography. It was decided to not implant the valve. The valve was retracted back inside the loader, and the system was then removed. The esheath plus was not replaced. Another valve and delivery system were prepared and the procedure was completed successfully with no consequences for the patient.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: one (1) valve frame strut slightly bent outwards at inflow side. The bent strut corrected itself upon valve deployment. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site, and revealed the following: one (1) valve frame strut slightly bent outwards at inflow side. The reported event was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case , it is possible that excessive device manipulation may have been applied on the device during the procedure leading to further interaction between the crimped valve and the esheath and/or patient access vessel during insertion. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.